Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
706856455- lead break]: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt reported that they had a difficult time since implant finding the device. Pt stated the doctor placed the implant deeper so it would not fall out. Pt needed an MRI and agent walked the pt through entering MRI mode. Pt stated they had contacted their mdt representative, but agent did not collect the information as the pt did not contact the rep due to allegation.